Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during diagnostic procedure. The procedure was completed as planned. It was reported to philips that ¿x-ray was disabled¿. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that x-ray was disabled and failed to enable x-ray after completing the procedure. The philips field service engineer (fse) went onsite and found that issue occurred because of battery in the cube was lost. To resolve the issue, fse replaced battery and adjusted the tube including adaptation. After replacement, the system returned to use in good working order.

Event description:
It was reported to philips that the device gave an error indicating that x-rays were disabled, which can impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.